Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized and admitted to the intensive care unit due to blood glucose level over 400mg/dl. The customer was treated with intravenous insulin and saline, and was discharged the following day with no permanent damage. Reportedly, the pump had shut off unexpectedly. The customer reverted to manual insulin injections for insulin therapy.